Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were identified as having bad firmware which removed full height (fh) cubie drawers from the bus. A technical support specialist (tss) stated that the station had not been rebooted to allow the previously applied faulty firmware to take effect. To restore system stability, tss downgraded the firmware to a prior stable version following knowledge article (ka) - 'legacy full height drawer no longer accessible after applying firmware 1.8.2.12', as a temporary mitigation to restore stability. This ensured the station could continue operating reliably until a validated and dependable firmware release became available. Tss also noted that the station would automatically upgrade to the applied firmware version during the next reboot, which would be performed according to the customer scheduled maintenance window. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie failed following deployment of total firmware package on 1.4.4.2 or windows 10 devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.